Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's power board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.

Event description:
The MFR received info alleging a ventilator had low pressure. There was no pt harm or injury reported.